Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This pc captures the s-rom femoral driver that would not connect to the srom universal handle quick release. It was reported that there was a left-sided periprosthetic nonunion fracture proximal to the constrained tka. Also, the s-rom femoral driver would not connect to the srom universal handle quick release. No surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will bereviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.